Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, and instructed customer to let battery fully deplete before return, send problematic pump back within 10 days to avoid billing, and then program pump settings and connect continuous glucose monitor to replacement pump.